Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture, balloon withdrawal resistance, a stent profile issue and stent dislodgement occurred resulting in patient surgery. Vascular access was obtained through the right wrist. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal left circumflex artery. A 3.50 x 24 synergy¿ stent was advanced with difficulty crossing the lesion. When deployment was initiated, the balloon ruptured on the first inflation for 3 seconds at 5-6 atmospheres. The stent became a dog bone shape and the balloon was unable to be pulled. Because of this, the stent was pulled out together with the delivery system, however, the system did not fit in the sheath and the stent got dislodged. Since it was difficult to retrieve, the stent was retrieve by right wrist radial cut down. The patient was safe and there was no further issue.